Event description:
A malfunction alarm with the code malf 12 was reported by the customer, but it did not cause any adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, and after resetting, the malfunction code did not reoccur. The customer was instructed to continue using the pump and to call back if any future malfunction codes appear, which the customer understood and acknowledged.